Event description:
A (B)(6) male pt contacted zoll customer support to report a defective battery. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) is currently underway. The reported problem (defective battery) has been confirmed. As rec'd, the battery would not charge when put in a charger and would not power up a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.